Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a (B)(6) year old female patient who had essure (batch no. (11422928,235038704) notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included cholecystectomy. Previously administered products included for birth control: depo provera from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: topamex. Concurrent conditions included obesity. Concomitant products included clonazepam since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), headache ("worsening of her headaches / headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2009, the patient experienced personality change ("I feel as though my attitude has changed"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain even"), vaginal infection ("chronic vaginal infections") with vaginal discharge, loss of libido ("loss of libido") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, promethazine, and surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, headache, vaginal infection, dyspareunia and loss of libido had not resolved and the personality change, vaginal haemorrhage, eczema, migraine, nausea, fatigue, weight fluctuation, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, personality change, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: normal endometrial cavity essure implants placed in both tubal ostia without complication, rings right and 4 rings left after placement. Patient not had surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-apr-2020: this case become serious incident. Pfs received. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 23-year-old female patient who had essure (batch no. (11422928, 235038704) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included cholecystectomy. Previously administered products included for birth control: depo provera from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: topamex. Concurrent conditions included obesity. Concomitant products included clonazepam since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), headache ("worsening of her headaches / headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2009, the patient experienced personality change ("I feel as though my attitude has changed"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain even"), vaginal infection ("chronic vaginal infections") with vaginal discharge, loss of libido ("loss of libido") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, promethazine, and surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, headache, vaginal infection, dyspareunia and loss of libido had not resolved and the personality change, vaginal haemorrhage, eczema, migraine, nausea, fatigue, weight fluctuation, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, personality change, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: normal endometrial cavity essure implants placed in both tubal ostia without complication, rings right and 4 rings left after placement. Patient not had surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. These lots 11422928, 235038704 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.